Event description:
It was reported that this patient with this implantable cardioverter-defibrillator (ICD) experienced ventricular fibrillation (vf) while they were in an outpatient clinic which led to the delivery of an external shock, followed by the ICD successfully detecting and delivering shock therapy. Upon review of the stored episodes, it was found that the patient's vf exhibited very low amplitudes which led to some intermittent undersensing, which fell below the programmed vf rate cut off and detection, therefore delaying the time to shock therapy. It was noted that the patient has an underlying condition, hypertrophic cardiomyopathy which is being controlled through medication. Technical services (ts) was consulted and provided therapy optimization recommendations. After the episode of vf, the health care professional (hcp) reported the patient was doing well. The hcp was further discussing device optimization options with other hcps. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter-defibrillator (ICD) experienced ventricular fibrillation (vf) while they were in an outpatient clinic which led to the delivery of an external shock, followed by the ICD successfully detecting and delivering shock therapy. Upon review of the stored episodes, it was found that the patient's vf exhibited very low amplitudes which led to some intermittent undersensing, which fell below the programmed vf rate cut off and detection, therefore delaying the time to shock therapy. It was noted that the patient has an underlying condition, hypertrophic cardiomyopathy which is being controlled through medication. Technical services (ts) was consulted and provided therapy optimization recommendations. After the episode of vf, the health care professional (hcp) reported the patient was doing well. The hcp was further discussing device optimization options with other hcps. Additionally, it was noted that upon this patient experienced cardiac arrest and the ICD no delivered the shock therapy for vf. Subsequently, the patient was brought to the hospital and the patient is intubated and sedated. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
New codes were captured in the additional information received.